Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, however the monopolar curved scissors (mcs) instrument said to be used with the tip cover accessory during this procedure was returned. Per the customer reported complaint engineering observed the mcs instrument proximal clevis exhibits a char mark adjacent to the rectangular window that exposes the seal, approximately .130 inches above the interface with the tube extension. The seal has a section of material removed at one corner, adjacent to the char mark. The char mark is located near the silicone to sleeve interface on a tip cover when installed on the mcs instrument. No other damage was found. The isi representative onsite during the procedure did not witness any arcing from the mcs tip cover. Additionally, the tip cover accessory was inspected after the procedure and noted to not contain any holes or tears. Tip cover arcing recommendations for prevention and precautions were provided to the account on (B)(6) 2011. As of the date of this report, no similar events have been reported by this site.

Manufacturer narrative:
The initial MDR submitted on 04/21/2011 had an incorrect section entry of (B)(6). Additional information can be found. As part of a legal dispute, intuitive surgical, inc. (Isi) received additional information regarding the patient who underwent a da vinci-assisted hysterectomy, bilateral salpingo-oophorectomy, lysis of extensive pelvic adhesions and enterolysis, and pelvic lymphadenectomy on (B)(6) 2011. Isi was provided with the da vinci operative report. Per the operative report, the patient was found to have a uterus approximately 10 weeks of gestational size. The surgeon noted, there were severe posterior cul-de-sac adhesions between the rectosigmoid colon and back of the uterus and both adnexa. The rectosigmoid colon was severely attached with dense adhesions to back of uterus and both adnexa, possibly due to previous infection or old endometriosis. The surgeon also noted, the procedure was very lengthy and tedious due to the severity of the adhesions and the patient's body habitus. There was a large amount of oozing, which was completely controlled using bipolar. The surgeon performed extensive lysis of adhesions and enterolysis using a combination of electrosurgical scissors and sharp dissection. After further mobilizing the uterosacral cardinal ligament and performing an electrodesiccated cut on a partial portion of the ligament, the surgeon made the decision to proceed with the rest of the hysterectomy transvaginally. At that point, the robotic operation was terminated. After removing the uterus and closing the vaginal cuff, the robot was redocked to the patient in order to proceed with the pelvic lymphadenectomy procedure. During mobilization and removal of lymph nodes, a distal right external iliac vein injury was noticed. The surgeon noted that the vessel injury was caused by the arching of electrosurgery from the electrosurgical scissors which was coming from the right port. After an attempt to repair the vessel injury failed using the da vinci surgical system, the decision was made to perform a laparotomy. The robot was undocked and the vessel was repaired by a vascular surgeon through open surgery. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the patient's operative report indicates that the patient sustained a damaged vessel while undergoing a da vinci surgical procedure and required a laparotomy to repair the vessel injury.

Event description:
It was reported that during a da vinci si hysterectomy procedure, while performing the right side pelvic lymph node dissection, and while using the monopolar curved scissors instrument with a tip cover accessory installed, the patient's external iliac vein was punctured. A vascular surgeon was called to assist and elected to convert to traditional open surgical techniques to repair the patient's iliac injury. The patient required a blood transfusion but was reported as stable and recovering well.